Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe, as it is not related to the device. Additional observations: observed, deformation on the device.

Event description:
Healthcare professional reported, no complaint against the device. Healthcare professional, later reported, capsular contracture, baker grade iii/IV. This relates to the right side. Device has been explanted.

Event description:
Healthcare professional reported no complaint against the device. Healthcare professional later reported capsular contracture, baker grade iii/IV. Device remains implanted. This relates to the right side.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii/IV.

Event description:
Device has been explanted.